Event description:
Hill-rom received a report from the account stating the nurse call would not work from either siderail. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the junction box assembly was not working. Per the hill-rom service manual, the retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtown die to excessive wear failures. Side rail controls: test the switches in the side rails for proper operation. Also check the momentary operation at this time. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on their beds. The technician replaced the junction box assembly to resolve the issue. Based on this info, no further action is required.